Manufacturer narrative:
D4: it was mentioned that aquacel extra dressing was used on patient. However, it is unclear what aquacel extra dressing was actually used. Therefore, the nearest model number 420671 has been captured in the emdr. E1: name of affiliation: (B)(6). The information was received from an anonymous survey of health care professional (hcp) who were trialing the product. This was a clinical post market survey provided to clinicians trialing the product and providing feedback and information on their product experience. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported that the wound started showing signs of pseudomonas wound infection along with a granulation issue. The information was received from an anonymous survey of health care professional (hcp) who were trialing the product. The product was used by patient. No photo is available at this time.